Manufacturer narrative:
Unit received with frozen display and constant vibrating, problem isolated to electronic assemblies. Unable to verify pump error due to frozen display. Unit received with burned force sensor. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had serious pump error. The customer's blood glucose was unknown. The product was returned for analysis.